Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for two unknown 3.5mm cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of proximal humerus due to non-union (delayed healing) and failed fixation. The 3.5mm locking compression plate pulled off the bone due to two (2) broken 3.5mm cortex screws; the tips of which remained in the bone. The patient was originally implanted with one (1) 3.5mm locking compression plate, four (4) unknown 3.5mm cortex screws, and six (6) unknown 3.5mm locking screws on an unknown date. The patient was revised with 3.5mm locking compression plate periarticular 6 holes left. The surgery was successfully completed with no surgical delay. Concomitant device: 3.5mm lcp proximal humerus plate - standard 5h shaft/114mm (part 241.903, lot unknown, quantity 1); 3.5mm cortex screws (part/lot unknown, quantity 2); 3.5mm locking screws (part/lot unknown, quantity 6). This report is for two unknown 3.5mm cortex screws. This is report 1 of 1 for (B)(4).